Event description:
The customer contacted physio-control to report that their device unexpectedly loss power during charge mode to deliver the shock. In this state, the device may not be able to provide defibrillation therapy, if it were needed.

Manufacturer narrative:
The device was evaluated by a third party service agent and the reported issue could not be duplicated. The keylog was reviewed by a customer quality engineer and the reported issue was verified: three charge button presses each followed by a boot can be seen on (B)(6) 2019. Furthermore, the battery charge was very low. Device passed functional and performance testing and was returned to the customer. No root cause was identified.

Manufacturer narrative:
Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no information was provided. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly loss power during charge mode to deliver the shock. In this state, the device may not be able to provide defibrillation therapy, if it were needed.